Manufacturer narrative:
The thunderbeat handpiece was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was burnt and peeling off at the distal end portion of the grasping section. This type of teflon pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. The root cause for the damaged teflon pad is most likely due to insufficient or no tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the device handpiece slid off or slightly separated. The procedure was completed using a different but similar device. There was no patient injury reported.